Event description:
The prox lcx was treated during the index procedure. The lesion is reported to have had little calcification, tortuosity 45-90, timi flow of 3 and pre-procedure diameter stenosis 84%. Two resolute integrity rapid exchange (rx) drug-eluting stents were implanted. It is reported that the first stent was implanted at a non-target site as the stent "zipped to proximal lesion when inflated". The second stent was successfully implanted at the target lesion. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Manufacturer narrative:
(B)(4). Evaluation, method, results: (root cause of event is unknown), inherent risk of procedure (stent migration).